Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 for elevated lactate dehydrogenase (ldh) levels. Heparin was started on (B)(6) 2015 and integrilin was added on (B)(6) 2015. The patient underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of elevated lactate dehydrogenase (ldh) was confirmed based on the evaluation of the returned lvad pump. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus ring adhered to the inlet bearing cup and ball. The thrombus rings appeared to have developed in laminated layers, which indicates that they were present while the pump was operating. Areas of the rings found on the inlet bearing ball and cup appeared similar in color and structure, which suggests that the rings were likely a single formation prior to disassembly of the pump. Examination of the outlet stator revealed non-laminated depositions situated in between outlet bearing ball and the stator blades. The lack of laminated layering indicates that the depositions did not develop in the outlet stator. Although their origins and a duration of time for which they were present in the outlet stator cannot be conclusively determined, portions of the depositions appeared denatured and there were contact marks on the outlet cone section of the rotor, which suggests that the depositions were present while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevations in ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The instructions for use lists pump thrombosis as a potential adverse event associated with use of the heartmate ii lvas. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The lvad pump was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information was provided via patient outcome information indicating that following vad thrombosis, the patient underwent vad replacement and suffered from subsequent rv failure requiring temporary rvad support (centrimag placed on (B)(6) 2015), coagulopathy requiring massive transfusion, fungemia, renal failure requiring dialysis, liver failure, and hyperammonemia. The patient expired on (B)(6) 2015. The patient's expiration was thought to be related to the original vad thrombosis/exchange procedure requiring rvad centrimag support. It was also reported that there were no device issues with the patient's second lvad pump. Correction to originally submitted medwatch: the patient underwent a pump exchange on (B)(6) 2015. Correct date is (B)(6) 2015.

Manufacturer narrative:
Approximate age of device - 1 year and 11 months. The manufacturer is attempting to acquire the device for evaluation. No further information is available. A supplemental report will be submitted when the manufacture's investigation is completed. Placeholder.